Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer¿s blood glucose was unknown at the time of incident. Customer reports fluid in the reservoir compartment. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer states there were no cracks in the pump. Customer stated that they were not able to process self test due to power off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, displacement test due to blank display.